Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to recognize a battery) has been confirmed. Upon investigation the battery charger/modem was unable to charge a battery pack. The cause for the failure was contamination on the battery pca and a shorted q1 current-controlling transistor on the bedside pca. The shorted transistor was caused by the contamination. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery charger/modem. Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the rear response button functioned intermittently. The cause for the intermittent non-functional response button the traces on the rear response button cable were creased. The root cause of the damaged cable cannot be positively identified. No adverse event resulted from the defective monitor. Monitor sn (B)(4); mfg date: 7/28/2014; charger sn (B)(4); mfg date: 1/15/2015.

Event description:
A us distributor reported that a patient's battery charger was unable to recognize a battery pack. During investigation of the monitor sn (B)(4) for an unrelated issue, a reportable malfunction was found. The monitor's rear response button functioned intermittently.